Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant attempt, after insertion and manipulation of the lead into the right ventricular apex, prior to attempting helix extension, the physician observed apparent deformity of lead tip assembly/lead body convergence zone (where tip assembly meets lead body). The tip assembly was angled out of alignment with lead body axis. The physician removed the lead from the patient, and directly observed the deformity. Another lead of the same model was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.